Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no similar complaints from this lot. It was reported that the xience skypoint was used past the expiration date. A review of the xience skypoint label attached to the lot history record for this lot was conducted indicating a manufacturing date of 27-may-2021 with an expiration date (use by date) of 26-may-2024. The product was used after expiration as it was reported the procedure occurred on (B)(6) 2024. The expiration date of the product is important for sterility, efficacy, and performance of the device. It should be noted that the xience skypoint, everolimus eluting coronary stent system (eecss), electronic instructions for use (eifu), states: note the ¿use by¿ (expiration) date on the product label. It is likely the IFU deviation of device expiration issue (use after expiration) contributed to the event; however, a notification letter will not be requested as the case information noted that the user is already aware of the deviation. The investigation determined the reported device expiration issue appears to be related to the use error. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. H6 - medical device problem code 2017 clarifier: use after expiration.

Event description:
It was reported the 2.50x12mm xience skypoint stent was implanted past the expiration date. The stent was implanted on (B)(6) 2024 and the expiration date was on (B)(6) 2024. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.